Event description:
The end user reported that the cables had caused a pair of forceps to self-activate.

Manufacturer narrative:
Originally, conmed's distributor, (B)(4), received a complaint from their customer. The customer stated that the cables had caused a pair of forceps to self-activate. The device in question was not returned so conmed was unable to perform an evaluation.